Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise alert was observed during review of merlin transmission. The patient was scheduled for isometric testing. No further information is available.